Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing pain at the site of their implantable pulse generator (ipg) and a feeling that the ipg was pushing out. It was also reported that the ipg "sticks out real far" and seems much bigger than previous ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.